Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient¿s legal counsel reported patient underwent a left hip revision procedure approximately four years post-implantation due to inadequate vertical and horizontal offset and metal on metal synovitis. During the procedure, the removal of scar tissue was noted. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Legal counsel for patient who underwent a hip arthroplasty approximately 4 years ago for unknown reasons. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. Legal counsel for patient who underwent a hip arthroplasty approximately 4 years ago for unknown reasons. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.